Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The device remains in use supporting the patient. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic due to feeling diaphoretic for several days. The patient also had an ongoing previously unreported driveline infection. The diaphoresis was evaluated and treated clinically. The patient reported feeling fatigued recently and had been working hard at his job. The patient was reportedly stable and was transported to another facility for evaluation. The patient's brain natriuretic peptide (bnp) levels and unspecified lab results were found to be normal. It was reported that the driveline infection first developed in the beginning of (B)(6) 2016. The patient presented with erythema and drainage at the driveline exit site. Cultures were collected and confirmed the presence of (B)(6). The infection was confirmed to be localized to the driveline exit site as a CT scan did not show an abscess at pump pocket or beneath the sternum. The infection was treated with vancomycin and cefepime. A wound debridement scheduled for (B)(6) 2016, with planned discharge post-debridement. No further information was provided.